Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. An internal and external inspection was performed. Rite functional and electrical testing was performed with the reported problem not being able to be identified. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem could not be identified or duplicated through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke was coming from the outlet where the homechoice (hc) was plugged in to. The caller indicated there was no damage to the hc. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.